Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited far field oversensing which led to multiple inappropriate automatic mode switch episodes. The device was reprogrammed. No patient symptoms were reported.